Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had priming anomaly and that they experienced low blood glucose levels of 50mg/dl to 60mg/dl. The customer was assisted with troubleshooting found insulin pump programming was accurate. Customer stated that the drive support cap was normal. The customer stated that insulin pump indicated less insulin than what was on the reservoir. Troubleshooting for prime rewind was performed and customer stated that insulin squirted out during manual prime. Customer did not have new infusion set/reservoir to continue troubleshooting and call was lost. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is april 12, 2017. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0155.